Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed a severe asthma and chronic obstructive pulmonary disease (copd) exacerbation. The patient was hospitalized in response to the event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white and black unknown contamination (dust like) which is inconsistent with degraded sound abatement foam and some very small potential hairs at the air input of the blower box, black contamination at the air outlet of the blower box which is consistent with keratin, brown unknown contamination was on the bottom of the blower box, gray unknown contamination stains on the bottom of the inside of the enclosure. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of black contamination at the air outlet of the blower box which is consistent with keratin, white and black contamination (dust like) which is inconsistent with degraded sound abatement foam and some very small potential hairs at the air input of the blower box, gray unknown contamination stains on the bottom of the inside of the enclosure. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown. Section d9, g3 and h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed a severe asthma and chronic obstructive pulmonary disease (copd) exacerbation. The patient was hospitalized in response to the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.